Event description:
This MDR is filed to give a response to the user facility report (B)(4).

Manufacturer narrative:
The infinity acute care system mainly consists of the evita infinity v500 ventilation unit and the infinity c500 medical cockpit (central operating and display unit), completed by auxiliary units for power and gas supply etc. The log file of the device involved in the reported event has been made available for investigation. The analysis confirmed the reported symptoms only partly. Upon detection of an internal communication error, the cockpit c500 has performed re-starts while displaying the alarm message "device error 3". The alarm tone recognized by the user was generated via the buzzer of the ventilator due to the communication error. None of the other log book entries give a hint to an additional failure of the ventilator. In case of a cockpit malfunction, the ventilation of the evita infinity v500 is not affected. The status of ongoing verification is visualized via the supplemental oled-display of the ventilation unit. Basic ventilation parameters are displayed during the time of a cockpit restart, too. The case was assessed to be non-reportable in accordance to 21cfr part 803.